Event description:
Device evaluation complete.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, deformation device and weight to the spec. Cloudy in the gel observed after autoclave cycle the unit is not rupture base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of "rupture with capsular contracture baker grade IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture with capsular contracture baker grade IV".

Event description:
Patient reported a right side rupture. Healthcare professional reported a right side possible rupture with capsular contracture, baker grade IV. Device remains implanted.